Event description:
Caller reported a continuous glucose monitor error. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller successfully began their sensor session after the reset, with no recurrence of the error code.